Event description:
During surgery, the surgeon fractured the anterior proximal humerus while broaching.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the surgeon tried the change the version of a global advantage broach without using the body sizing osteotome again to create new fin patterns and fractured the anterior proximal humerus. The surgical technique states driving the body sizing osteotome down into the cancellous bone does three things. First, it cuts out the appropriate amount of bone to receive the lateral fin of the broach in the area of the greater tuberosity. Second, it creates the anterior, posterior and medical fin tracks. Lastly, it outlines the amount of bone that will need to be removed before seating the broach and the prosthesis. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.